Event description:
Patient reported "implant ruptured". Healthcare professional then reported that the patient reported "pain", change in chape, density" and confirmed "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11 visual analysis: visual analysis of the photographs identified: ¿ rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe as it is a physiological phenomenon. ¿ pain: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant ruptured". This record is for the right side. Device was explanted and replaced.